Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapies. Patient noted engaging in physical activity. The device was reprogrammed. The patient condition was fine.